Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates and it passed self-test. No external flash error alarm noted during testing. The device alarmed compromised force sensor system during the prime test due to faulty force sensor system. Basic occlusion, occlusion, and excessive no delivery tests weren't performed due to the compromised force sensor system alarm. The device was received with minor scratches on the display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked on battery tube threads, and missing end cap sticker. (B)(4)

Event description:
Customer reported via phone call, she was out in the heat and the device was in her bra. The device had alarmed flash error alarm, she clear it, than it alarmed compromised force sensor system and was unable to clear it. Customer's blood glucose was unknown. Troubleshooting was performed and the drive support cap was reported normal, doesn't recall pressing the cap. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.